Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The requested test strip material was not returned, so no investigation was possible.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested on an accu-chek inform ii meter serial number (B)(4). The glucose result from the patient was initially "hi" (>600 mg/dl). Two minutes later, the same patient was tested and had a glucose result of 211 mg/dl. The value of 211 mg/dl was believed by the operator to be the correct result. The customer believes both results were from capillary fingersticks, but could not verify this. The customer was unable to verify if both tests were performed using the same vial of test strips. The patient was not adversely affected. Both levels of controls were run and passed within 24 hours of the results in question. The test strips have been requested for investigation.